Event description:
It was reported that the 15 french drain was placed in the lower left quadrant of the patient's abdomen and tied into place using 3-0 vicryl suture. Two days later, the doctor attempted to remove the jp drain. The suture was removed. With steady, direct pressure, the tube was pulled and broke approximately 5 cm above the tie. Thus, the jp remaining segment was then intra-abdominal. The pt had to return to surgery for removal.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.